Event description:
Based on information received from a journal article authored by the physician, a patient treated with the ovation abdominal stent graft system returned 58 days post-op with evidence of a kinked iliac limb and an occlusion of the limb. The original implant date was (B)(6) 2012. The subject underwent a re-intervention to place kissing balloon expandable stents and the occlusion was successfully resolved without sequelae (the date of the re-intervention was not available).